Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The tenku rx device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with heavy tortuosity, heavy calcification and 90% stenosis in the mid left anterior descending (lad) artery. Pre-dilatation was performed using a 2.75 x 15 mm tenku rx balloon catheter. At first inflation, the tenku balloon was pressurized to 12 atmospheres for 10 seconds; however, the balloon ruptured. A 2.75 x 18 mm non-abbott balloon catheter was used to treat the lesion. The procedure was successfully completed after a non-abbott stent was implanted. Reportedly, the balloon was likely damaged by the heavily calcified lesion. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.